Event description:
Pain reaction/ knee had become painful [knee pain] ; knee punctured [knee effusion] ; extremely intense swelling/ knee swelled again [knee swelling] . Case narrative: initial information received on (B)(6) 2018 from (B)(6) regarding an unsolicited valid serious case received from a physician. This case involves a (B)(6) female patient who experienced pain reaction/ knee had become painful, knee punctured and extremely intense swelling/ knee swelled again, while she was treated with hylan g-f 20, sodium hyaluronate [synvisc one]. The patients past medical history, medical treatment(s), vaccination(s) and family history were not provided. At the time of the event, the patient had mild osteoarthritis and swelling symptoms of synovitis and inflammatory arthropathy. On (B)(6) 2018, the patient started taking intra-articular synvisc one injection at unknown dosage once (with an unknown batch number) for unknown indication. On (B)(6) 2018, on the same day at patient reported that her knee had become painful immediately after the injection. On an unknown date in (B)(6) 2018 patient had extremely intense swelling. On (B)(6) 2018 the knee was punctured at the hospital. In addition, synovial fluid analysis was taken. There was no bacterial growth in synovial fluid and there was the same amount of leucocytes as in inflammatory arthropathy (the reporter had no specific results available). C-reactive protein was below 10, so according to the reporter there were no signs of bacterial infection. After the puncture the knee had swelled again, and on (B)(6) 2018 the reporter administered cortisone injection into the knee, after which the patient became symptomless. Relevant laboratory test results included: c-reactive protein - on (B)(6) 2018: below 10 unk. Synovial fluid analysis - on (B)(6) 2018: no bacterial growth in synovial fluid unk. Final diagnosis was extremely intense swelling/ knee swelled again, knee punctured and pain reaction/ knee had become painful. The patient was treated with cortisone for all events. Outcome: recovered for all events a product technical complaint was initiated and the result for the same were pending. A product technical complaint (ptc) was initiated on (B)(4) 2018 for "synvisc one". Batch number unknown, global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. All finished batch records for specification conformance prior to release were reviewed as per the requirement. Any out of specification result need to be identified and mitigated through the ncr process. Adverse event reports with or without lot numbers were continuously monitored by sanofi global pharmacovigilance and epidemiology and possible associations with their corresponding product lot were assessed as part of routine safety surveillance effort to detect safety signals. Final investigation complete date was (B)(6) 2018. No safety issues were indicated in this review. Additional information was received on (B)(6) 2018 in the form of investigation summary. Ptc results and number were added. Follow up information received on (B)(6) 2018 in the form of product event intake report. Non significant information received.